Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a settings issue involving time loss. The pump was one hour behind the actual time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the device history revealed a manual time change to an hour later. The pump was exercised for 24 hours and rewind, load, and prime steps were completed successfully with no alarms. The pump case was opened and the internal clock battery was found to be leaking, therefore investigation of the time loss could not be completed. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.